Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional patient or event information is available. Data was provided for evaluation. Data investigation could not confirm connection loss. The root cause could not be determined as the allegation was not found.